Manufacturer narrative:
B5. Describe event or problem updated. Device evaluated by MFR.: synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no evidence of any damage. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measuremen. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual/microscopic and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred and the procedure was canceled. Vascular access was obtained via the femoral artery. The target lesion was located in the left anterior descending (lad) artery. A3.50 x 20 synergy drug-eluting stent was advanced for treatment. However, while trying to cross the left main artery to lad, it was noted that the stent was damaged. The device was removed and the procedure was not completed due to another reason. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was severely tortuous and non-calcified. The procedure was completed with a non-bsc stent.

Event description:
It was reported that stent damage occurred and the procedure was canceled. Vascular access was obtained via the femoral artery. The target lesion was located in the left anterior descending (lad) artery. A3.50 x 20 synergy drug-eluting stent was advanced for treatment. However, while trying to cross the left main artery to lad, it was noted that the stent was damaged. The device was removed and the procedure was not completed due to another reason. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was severely tortuous and non-calcified. The procedure was completed with a non-bsc stent.

Event description:
It was reported that stent damage occurred and the procedure was cancelled. Vascular access was obtained via the femoral artery. The target lesion was located in the left anterior descending (lad) artery. A3.50 x 20 synergy drug-eluting stent was advanced for treatment. However, while trying to cross the left main artery to lad, it was noted that the stent was damaged. The device was removed and the procedure was not completed due to another reason. There were no patient complications reported and the patient status was stable.